Manufacturer narrative:
Concomitant medical product: product ID: 3550-29, serial#: unknown, product type: accessory. This report was originally submitted with acknowledgement 3 received on 2016-05-31 and is being resubmitted per FDA request at this time. All available information related to the event and updated coding has been included. Device evaluation: analysis of the implantable neurostimulator (ins) found the device passed all functional tests, including ins temperature monitoring tests. Testing of the ins found there were no abnormal hotspots observed from infrared images and thermocouple data closely matched control data. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional, via the manufacturer representative, reported the patient experienced a heating sensation at the implantable neurostimulator (ins) site while stimulation was on. This had been occurring since (B)(6) 2015 and there were no factors/particular event that triggered the sensation. When stimulation was turned off, the heating sensation decreased ¿a little,¿ but did not disappear completely. It was noted that palpating the ins/extension or extension/lead connection did not provoke the sensation. Impedances were checked and within range. There had been no change in paresthesia or efficacy. The ins was replaced and the heating sensation had not reappeared after replacement.